Event description:
The customer contact reported a crack in the soluset. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to pt use, a crack was noted in the soluset of the tubing set. Although there was potential for a leak, no leakage was reported. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.